Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse cleaned and reseated the blue fiber cables to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the surgeon lost control of all arms. The surgeon heard an audible beeping sound and then lost control of arms 1 and 3. The surgeon was able to regain control of arm1, but was unable to regain control of arm 3. The customer moved the instrument to arm 4 and continued. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted no related errors and the customer confirmed that there was no error message on the screen. The procedure was completed with no reported injury.